Event description:
Pt underwent uneventful lasik (B)(6) 2014. When the patient was seen for their 3 month post op they stated "the prism rainbow is almost gone in my left eye". The patient stated it had been present to a greater degree since their primary surgery. In reviewing the record the doctor noted the patient had discussed "prism" at 1 month exam but she didn't understand that it was a rainbow around lights. Report completed when it was recognized.